Event description:
The event is reported as: the catheter broke at the funnel part 4 days after surgery for an urethroplasty. Because of this issue, the catheter had to be removed 3 days earlier than usual. It was reported the pt had to stay longer in the hosp on antibiotics and fistulas developed at the urethroplasty site.

Manufacturer narrative:
No product is available for investigation. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.